Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 25.1cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the lead was explanted due to externalized conductors observed via fluoroscopy.